Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes.

Event description:
It was reported that this left ventricular (lv) lead was dislodged which was discovered during a routine follow-up, an elevated pacing threshold and sensing failure were observed. Lead dislodgement was subsequently confirmed by x-ray imaging. To date, this lead remains in service. No adverse patient effects were reported. Additional information confirmed that the lead revision was performed by dr. (B)(6). No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged which was discovered during a routine follow-up, an elevated pacing threshold and sensing failure were observed. Lead dislodgement was subsequently confirmed by x-ray imaging. To date, this lead remains in service. No adverse patient effects were reported.